Manufacturer narrative:
Manufacturing review: as the lot number for the device was provided, a manufacturing review was not required to be performed. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one powerport MRI isp with groshong catheter in two segments was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for a full break in the catheter, specifically, for full break due to catheter pinch-off (i.e. Compression of the catheter within the clavicle/first rib region), as the lumens of both catheter fragments at the break ends had a flattened elliptical shape and the 11 cm depth mark at the break site appeared to be worn. Partial circumferential kinking crease at the 10 cm depth marking was observed and necking under tensile stress was observed at the break ends of the catheter fragments. Furthermore, the break surfaces of both catheter fragments were circumferentially aligned and appeared to be granular. Additionally, a hole in the catheter was identified in between the 15 and 16 cm depth markers. The hole appeared to have a rectangular shape, as the boundaries of the hole appeared to be straight and intersect at approximately 90-degree angles. The two longer edges appeared to extend beyond the hole for a small distance, resulting in what appeared to be a flap adjacent to the hole. Mushrooming in the catheter was observed at the proximal end of the catheter against the port body. A hole in the catheter under the cath-lock and scratch marks on the cath-lock were also observed. The investigation findings are consistent with a known complication called catheter pinch-off which occurs due to compression of the catheter within the clavicle/first rib region.

Event description:
It was reported that approximately two months post port device implant, computed tomography (CT) demonstrated alleged port catheter break with migration to the right atrium. It was further reported that the distal catheter segment was removed and another port was placed. Reportedly, on a later date the port body with proximal catheter segment were both removed. The patient's status is unknown post removal.

Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device was returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that approximately two months post port device implant, CT imaging demonstrated alleged port catheter break with migration to the right atrium. It was further reported that the distal catheter segment was removed and another port was placed. Reportedly, on a later date the port body with proximal catheter segment were both removed. The patient's status is unknown post removal.